Event description:
Per the clinic, the patient experienced inner ear infection (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025 (specific date not reported). There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.